Manufacturer narrative:
A deployed wallflex enteral colonic stent and delivery device were returned for analysis. Visual examination of the returned device found the stent was misshapen. The flared end of the stent appeared crushed, with the wires bent into a narrow shape. A wire weld also appeared broken. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the reported complaint. The damages to the stent noted during the analysis are consistent with the application of excessive force. Therefore, the likely cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. A labeling review was performed, and there was no evidence the device was not used in accordance with the labeling. The dfu lists ¿migration ¿ and ¿stent misplacement or inadequate expansion¿ as a potential adverse events. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ colonic stent was to be used for malignant stricture in the colon during colonoscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, the physician deployed a wallflex¿ colonic stent; however; one side of the stent expanded while the other side failed to expand causing the stent to immediately move proximal to the stricture. The wallflex¿ colonic stent was removed from the patient using a snare and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) stent failure to expand. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was to be used for malignant stricture in the colon during colonoscopy with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, the physician deployed a wallflex colonic stent; however; one side of the stent expanded while the other side failed to expand causing the stent to immediately move proximal to the stricture. The wallflex colonic stent was removed from the patient using a snare and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.